Event description:
No additional information.

Manufacturer narrative:
One photo of a 10ml syringe (p/n - 300912) was received and evaluated. The photo is a close-up image showing a portion of one loose syringe filled with an unknown clear fluid, having an unknown greyish particulate. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the foreign matter fluid path defect is associated with the assembly process. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd syringe 10ml ll eurographics had foreign matter. The following information was provided by the initial reporter: foreign matter in bd 10ml plastipak syringe. Drawn up from saline vial, customer did not identify foreign matter prior to use. Drawn up with blunt fill needle. No product code.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.